Event description:
Subsequent to the initially filed reports, the following additional information was received. The handle was intentionally split so that the actuator wire could be manipulated in an attempt to free the device. No additional information was provided.

Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. There was no identified malfunction. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of any difficulty cannot be determined due to the condition of the device and insufficient information. The subsequent treatment appears to be related to the circumstances of the procedure. A malfunction cannot be determined based on the information reported nor the returned device analysis as the portion of the returned device condition does not indicate an issue. Therefore, without any additional information the cause cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture of one prostyle device was successfully pre-placed; an unknown failure occurred with the second and third devices. With the fourth prostyle, the lever was closed and the foot was retracted; however, the device could not be removed. The physician pushed down the prostyle to make sure it was not stuck in the artery, but the device remained stuck. A surgical cutdown was performed to remove the device and to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.